Event description:
Four separate incidents of pts discharged from hosp with heel ulcers after use of device. Two separate hosps involved; 2 pts from each facility. One pt is now a bilateral below the knee amputee as a result of non-healing ulcers. Three of four pts underwent elective total knee replacements as reason for hospitalization. One of four was a traumatic fracture.